Event description:
The customer reported via phone call that they had physical damage tot he insulin pump. The customer stated the black component where the reservoir was screwed in was becoming detached. The customer's blood glucose was unknown. The customer was disconnected from the call before further information could be collected. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.